Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the haptic was damaged during implantation into the eye. The iol was explanted and exchanged during the original surgery session without injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device has not been returned to rayner. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone toric rao610t batch 114257609 showed that all manufacturing and quality checks were conducted successfully. Without the ability to examine the device and without clear event details being provided it is not possible to establish the root cause of the haptic damage during implantation.

Event description:
On 12th december 2025, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone toric rao610t. The event description provided states that during implantation the iol haptic was damaged necessitating lens explantation and exchange.